Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for multiple assays for 244 patient samples. The customer repeated the samples on another analyzer. Of the data provided for eight patient samples, only some of the results for seven of the patients were discrepant. The erroneous results were reported outside of the laboratory and the customer corrected the results. There was no allegation of an adverse event. The reagent lot numbers were: alt 291073, alp 268706, crp 293597, alb 294319, csrb 260568, crea 294279ca 270227. The expiration dates were requested but were not provided. The rinse station nozzle was leaking and dripping inside the cuvettes which diluted the samples. The field service representative replaced the rinse tube on the rinse station which resolved the issue. Quality control was tested and was acceptable.